Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06789. It was reported, the patient's scs system was explanted due to an infection at the ipg and lead site. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.